Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va01q8p, implanted: (B)(6) 2012, product type: lead. Analysis of the lead (va01q8p) found the stim lead body outer insulation twisted in multiple locations and the analysis of the implantable neurostimulator (ins) (B)(4) found insignificant anomalies; (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient experienced an overstimulation sensation. They had been throbbing and trumping since they lost their programmer. The patient got a new programmer and stimulation was decreased, but they did not think their programming was on the new device. Eighteen days later, the patient only had one program. They were still in pain due to overstimulation. The pain did not resolve when stimulation was turned off. The musculature around it was irritated and sitting down hurt the inside part. Additional information indicated the device was explanted on (B)(6) 2015

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.